Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a dexcom g7 sensor paired successfully to the dexcom app but experienced a prolonged delay before pairing to the ilet, after which the ilet began displaying blood glucose meter readings; potential contributing factors discussed included signal loss and separate warmup sequences, and the sensor lot number was collected for reference. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no impact to health and no need for medical care. Investigation included troubleshooting and education with the user and collection of device use details. Investigation of this case revealed pairing delay consistent with communication or workflow factors rather than a confirmed pump malfunction. It was concluded that the device functioned as designed once paired and no device-related injury occurred.